Event description:
It was reported to philips that c-arc mechanical failure causing geometry errors on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the balancer unit and performed calibration and mechanical adjustments. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).